Event description:
It was reported that an occlusion alarm occurred. Customer checked the supplies, tightened the t-lock to address the issue, and resumed insulin delivery. Customer¿s blood glucose was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.